Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and thrombosis are known adverse events listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient was complaining of chest pain and not feeling well. The patient was hospitalized and underwent angiography which revealed that the obtuse marginal stent had thrombosed and closed. The vessel was rewired and a balloon was used to reopen the artery. As the patient had an excessive clot in the stent, the decision was made to use an angiojet to remove the thrombus, as some thrombus still remained, a non-abbott balloon catheter was also used for treatment of the remaining clot. The patient was reported to be doing fine. No additional information was provided.